Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed unit has a slight dent in the case and found a leak in the pressure hose from the compressor. Fse replaced pressure hose on compressor. Completed preventive maintenance (pm) including all functional and safety tests as per manufacturer specifications. Released unit to customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : no repair information

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.